Event description:
Procedure: gastric bypass. According to the report: the tube detached from the device and was retrieved by a kelly clamp. The second device also detached and had to be removed from the patient, which added an additional hour to the case. No further patient information was available.